Manufacturer narrative:
Investigation findings: the device will not be returned as it was reported that the device was discarded by the facility. In addition, it was reported that user technique may have contributed to the failure of the device. A review of product history for the past 2 years shows one other reported event for this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this implant in a knee arthroscopy, the needle bent and the implant could not be used. The procedure was completed using meniscus arrow implants. There was no report of injury or surgical delay associated with this event.